Event description:
A potential product issue has been reported with our oncor avant-garde linear accelerator with the coherence impression therapist workstation. In the abundance of caution this issue is being reported. Customer indicates that intermittently his treatment delivery application (rtt) does not warn of exceeding of the fractions. There was no injury reported. Preliminary risk analysises is pending. Initial investigation has been initiated. Final corrective action is pending.